Event description:
During cab procedure an iabp was inserted. It worked fine after insertion in the o/r. The balloon did not function well in cuu. Pt was taken to the or the next day on 2/13 for removal of iabp, exploration of femoral artery and vein. The surgeon decided that the balloon had ruptured.